Event description:
It was reported that the farawave catheter was prepped properly upon insertion into the body. When the farawave was taken out for exchange, it was noticed that the catheter flush port was not flushing (sheath port). Troubleshooting consisted of increasing the pressure bag for flushing and using syringe to try to flush all resulted in no flush coming through the catheter sheath port. Subsequently, the catheter was replaced with a new catheter. The procedure was completed. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.